Manufacturer narrative:
(B)(4).

Event description:
It was reported that no egv readings on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as signal loss over an hour was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. In addition, the mobile device lost power. The reported event of no egv readings is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.